Event description:
The patient experienced a lack of pain relief. At refill visits the entire fill volume of the previous visit was aspirated from the reservoir. The hcp was able to aspirate and inject through the catheter access port. A catheter dye study was normal. Analysis of cerebrospinal fluid revealed no abnormalities. The pump was explanted. The patient will undergo oral medication treatment. The hcp reported the patient outcome as 'no injury'.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.